Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the placer noticed through x-ray a problem with the wire- removed PICC slowly and was able to clamp off the dangling end of the stylet and successfully removed. Patient was not harmed and was discharged the same day. The PICC was placed in the right arm, new PICC placed in opposite arm.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a frayed stylet is confirmed but the exact cause and factors leading to the event remain unknown. One 5 fr dl powerpicc catheter, kit components, and two tls stylets were returned for investigation. A 5 cm fractured tls segment was also returned. The catheter was observed to be trimmed at the 38 cm depth marker. Evidence of use was observed throughout the returned components. Microscopic observation of the first stylet revealed it to be frayed. Kinks in the polyimide tubing were observed near the distal end. The kinks appeared to be preferentially located in between magnet locations. The second tls stylet did not appear to be frayed or kinked. The wall thickness of the polyimide tubing was measured for both samples and both were found to be within manufacturing specification. The presence of kinks prior to the fracture location suggest the stylet was exposed to resistance which likely led to the kinking and fracturing. Extension of the stylet beyond the catheter may also lead to fracturing. The product instructions for use (IFU) states, "ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and/or risk of patient injury." A lot history review (lhr) of redx0600 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the placer noticed through x-ray a problem with the wire- removed PICC slowly and was able to clamp off the dangling end of the stylet and successfully removed. Patient was not harmed and was discharged the same day. The PICC was placed in the right arm, new PICC placed in opposite arm.